Event description:
It was reported a patient experienced a disconnection of the transfer set from a non-baxter adapter, and acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The transfer set fell apart and disconnected from a non-baxter adapter while the patient was in the shower. The patient re-connected the transfer set and continued using it for pd therapy for a few days prior to notifying the nurse. The patient was hospitalized for the event, treated with antibiotics, and switched to hemodialysis. The patient is recovering from the event. No additional information is available. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(4) 2013 in order to obtain additional information regarding the home patient's (hp) peritonitis. The pdrn stated that the hp was hospitalized for the peritonitis event on (B)(6) 2013. The cause of the peritonitis was a contamination when the transfer set fell apart from the plastic adapter while the hp was in the shower. The hp re-connected the transfer set and continued using it for pd therapy for a few days prior to telling the pdrn. The peritoneal effluent culture was performed on an unspecified date and was positive for staphylococcus. The hp also was diagnosed with a hernia while in the hospital. The hernia was not a pre-existing condition. Surgical repair of the hernia was completed on (B)(6) 2013. The pdrn stated that there were no overfill events on the cycler prior to the hernia. The pdrn stated that the hernia was unrelated to the device, disposables or solutions. The hp uses dianeal low ca for pd therapy. The hp has been transferred to hemodialysis and it is unsure at this time if he will return to pd therapy. The pdrn stated that when the hp is discharged from the hospital, she will have the cg contact baxter to return or swap out the homechoice.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.